Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Pump suction: patient had suction alarms. After reviewing the logs, patient had multiple suction alarms. No motor current spike or placement signal trend was observed. The cause of pump suction cannot be determined since insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp flex for mechanical circulatory support. The patient was escalated from impella cp to a bipella device (impella rp flex and impella 5.5). During the support, the impella rp flex was unable to flow above p6 without suction alarms. As a result, the patient was given albumin. Patient care was withdrawn and the patient passed away. There are two devices reported for this event, impella cp and impella rp flex. There was no issue with the impella 5.5 . The patient's death is reported under the impella cp and a separate report was submitted for the impella cp.